Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Event description:
Healthcare professional reported for left side "presence of echogenic fluid between the prosthetic layers" , "left breast in the region of the mammary fold", "rupture of the ipsilateral breast prosthesis", "change of consistency". Device has been explanted.

Event description:
Healthcare professional reported for left side "presence of echogenic fluid between the prosthetic layers" , "left breast in the region of the mammary fold", "rupture of the ipsilateral breast prosthesis", "change of consistency". Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - seroma late: unable to observe as it is a medical event that is not related to the device. - crease folding of implant: not observed it is not possible to determine the lot number or catalog through the photos provided.